Event description:
It was reported during an unknown procedure that there was misfunction. No further information is available. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned in good physical condition. The instrument was cycled and was intermittently feeding and improperly delivering the clips during functional analysis; the clips were malformed due to the intermittent feeding issue. Upon disassembly of the instrument, the internal components were noted to be in good condition. No conclusion could be reached as to what may have caused the found feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.